Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was registering a failed right atrial automatic threshold measurement; a data request was generated for technical services support. Latitude data was reviewed and confirmed root cause of the failed testing was due to a low evoked response signal being generated by the device during automatic testing attempts. For this reason, the device was unable to verify capture of the ra lead. The alert does not indicate loss of capture but rather a condition of being unable to perform the threshold testing successfully. It was recommended to perform a manual threshold test during the next in office visit rather than continue with the automatic testing. To date, no further information has been received and no system changes initiated.